Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4) was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the abdomen which is off label usage of the device, on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.